Manufacturer narrative:
The investigation determined that lower than expected sodium (na+) and potassium (k+) results were obtained from patient samples using vitros chemistry products na+ slides lot 4225-1015-1190 and vitros chemistry products k+ slides lot 4102-1013-8324 on a vitros 350 chemistry system. The assignable cause of the lower than expected patient results is most likely an instrument issue related to the vitros 350 chemistry system. After the lower than expected patient results were obtained on (B)(6) 2020, the customer ran quality control fluids and the results were not acceptable. The customer then calibrated vitros na+, k+ and chloride (cl-) and ran post calibration quality controls and the results were acceptable. However, on (B)(6) 2020, an ortho field engineer (fe) went to the site due to the event and cleaned the electrolyte reference fluid (erf) pump. The fe then had to return to the site on (B)(6) 2020 due to a report of higher than expected results by the customer. The fe replaced the erf pump on the vitros 350 chemistry system and recalibrated the vitros assays. Post calibration quality control results and the results of a vitros na+ marker precision test indicated that the performance of the vitros 350 chemistry system had returned to expected performance in combination with vitros na+, k+ and cl- following service actions. Based on historical quality control results prior to the initial event that took place on (B)(6) 2020, a vitros na+ reagent lot 4225-1015-1190 and a vitros k+ reagent lot 4102-1013-8324 performance issue are not likely contributors of the event.

Event description:
A customer obtained lower than expected sodium (na+) and potassium (k+) results from patient samples using vitros chemistry products na+ slides lot 4225-1015-1190 and vitros chemistry products k+ slides lot 4102-1013-8324 on a vitros 350 chemistry system. Vitros na+ lot 4225-1015-1190: patient 13 sample vitros na+ result of 143.3 mmol/l vs an expected result of 157.6 mmol/l. Vitros k+ lot 4102-1013-8324: patient 1 sample vitros k+ result of 5.00 mmol/l vs an expected result of 5.80 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros k+ and vitros na+ results were reported from the laboratory. Based on the initial reported vitros na+ result of 143.3 mmol/l, the patient¿s fluid treatment that they had already been receiving due to a prior condition was adjusted. When the corrected result of 157.6 mmol/l was issued, the treatment was altered accordingly and proper adjustments to the fluids were made. Following a medical consultation from an ortho clinical medical safety officer, if the patient did not experience significant deterioration of his/her condition due to a delayed optimal management of severe hypernatremia, long term health risk is not likely. Corrected reports were later issued for the patients. No treatment was initiated, altered or stopped based on the lower than expected results for any of the other patients. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).